Event description:
It was reported that the customer's blood glucose level displayed as "high," but a specific value was not provided. Cause was not known. The customer administered a correction bolus via the pump as well as performed a supply change. The customer was instructed by technical support to inspect the site, tubing, and other components. No issues were found with the infusion set, and drops of insulin were observed at the end of the tubing. The customer was advised to replace supplies as necessary and continue using insulin, with a follow-up arranged for further assistance if needed.